Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on a 980 ventilator had an out of range alarm. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator, there was no harm to the patient.